Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are not relevant to this product event. It was reported that when the physician flushed the delivery system with heparinized saline through the side port with the use of a syringe, saline was leaking from the delivery system handle, and was not able to fill up the space where the stent graft was loaded. The physician decided to continue using this delivery system. The stent graft was implanted in the patient's descending thoracic aorta successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: incorrect technique/procedure (using a broken delivery system). Conclusion: operational context contributed to event (using a broken delivery system).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
From the evaluation of the returned device, the cause of the inability to irrigate was determined to be due to insufficient fit between the silicone seal and the peek lumen.

Event description:
Correction: the device for this case is a valiant captivia.